Event description:
The customer reported that on (B)(6) 2011 they observed blood splattering around the sample aspiration point of an unicel dxh 800 coulter cellular analysis system. The customer stated that the splattering was occurring behind the transport shield so there was no contact with the fluid. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. . The healthcare workers interfacing with the machine were wearing personal protective equipment, which included laboratory coats, gloves and eye protection, at the time of occurrence. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility. The customer discontinued use of the instrument until beckman coulter inc service was provided.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) observed the tubing connected to the probe was over-tightened causing the blood to spray on the samples. The fse reseated the tubing on the probe and ensured that it was fitting properly. There was no further evidence of the blood spraying. He verified the instrument repair per established procedures and results met published performance specifications. The instrument was returned into service. The root cause was the over tightening of the tubing on the probe.